Manufacturer narrative:
The events of capsular contracture and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: bilateral "capsular contracture," baker grade unknown and "non-hodgkin's lymphoma." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported bilateral "capsular contracture," baker grade unknown and "non-hodgkin's lymphoma." This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade ii-iii, sternal pain and chronic inflammation. Healthcare professional also reported "breast implant illness, significant sternal pain, diagnosed with ra, had lymphoma from humira treatment, severe brain fog and short term memory loss, sob and fatigue"; these events are not device related.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.